Event description:
Dr. Did a primary total hip on date the patient presented on date with a periprosthetic femur fracture. Dr. Did a revision by removing the empower blade stem, 28mm ceramic head, and dm poly bearing and implanted an exprt revision stem and a new 28 ceramic head and dm poly bearing. He also fixed the proximal femur fracture with cables.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 425-98-011, s809 - trauma, revision surgery, if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.